Manufacturer narrative:
A user reported that the compressor did occasionally go into standby mode. The standby valve was replaced and the compressor mini unit passed all functional and safety tests per factory specifications. The faulty standby valve was discarded, so no further investigation of the actual part could be done. The compressor mini circuit board has two pressure sensors, ps1 and ps2. Ps1 measure the pressure from the compressor, which is delivered to ventilator. Ps2 is used for detecting if wall gas is connected to the compressor, if the detected pressure is high enough, the compressor motor will turn off (standby mode) and the standby valve will re-route the wall gas to the ventilator. If no wall gas is connected, or if the wall gas is detected to be too low, the compressor motor will turn on, and deliver compressed air gas to the connected ventilator. If the reported failure happens during ventilation, the consequence would be in worst case stop of ventilation. If oxygen gas is connected to the ventilator, the consequence would be a high o2 concentration to patient. Both conditions will trigger the connected ventilator and compressor to generate alarms. As no goods were returned for investigation, the cause of the reported failure could not be determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the compressor switched to standby mode while in use. There was no patient harm. Manufacturer's ref. #: (B)(4).